Event description:
It was reported that the patient had the implantable neurostimulator (ins) placed and it got infected so another ins was placed. It was reported this occurred around 2000-2002. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated patient programmer telemetry issues event captured in (B)(4). Unrelated belt/antenna rpl event captured in (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0124776v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0124776v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).